Event description:
It was reported the patients pump had to be replaced after 4 years due to a low battery alarm. The patient indicated that after 4 years the pump ¿was beeping and had to come out¿ as the ¿battery was dead or something¿. Although the patient indicated it was believed to have occurred with the first pump, the patient's second pump was actually explanted after 4 years, thus it was believed to be the second pump that the event occured with. The pump was used to deliver sufenta and clonidine. (B)(6) 2013 (lfc) document contained no new information.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j91080849, implanted: (B)(6) 1991, explanted: (B)(6) 2009. Product type: catheter. (B)(4).